Event description:
It was reported that during testing conducted at the MFR's facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR's facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
The trigger/motor printed circuit board (flex assembly) was found to be damaged, which is a probable cause of the bias current error.